Manufacturer narrative:
The returned product consisted of the opticross imaging catheter. Visual analysis of the product showed that the imaging window was twisted. All compiled information on this investigation determines that the most probable cause is: adverse event related to procedure.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter became twisted. The catheter was removed from the patient, and the procedure was completed successfully using another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter became twisted. The catheter was removed from the patient, and the procedure was completed successfully using another of the same device. There were no patient complications.